Event description:
A customer's wife has reported that the units of measure in her husband's freestyle flash meter had changed. The gentleman felt dizzy and tried to drive home, but was unable to follow his wife's instructions so she took over the driving. When the gentleman got home, he suddenly lost consciousness. His wife called an ambulance and they measured a glucose level of 1.6mmol/l. They immediately injected glucagon and he partly regained consciousness before arriving at hosp. At the hosp, a comparison test with a lab meter was done and the results were found to be completely different to those with fhe freestyle flash results. No one noticed that the units of measure were in mg/dl and not the usual units the gentleman used (mmol/l).

Manufacturer narrative:
The customer's wife phoned the county unit rep where it was identified that the units of measurement were set to mg/dl, not mmol/l. It was also reported that the time format had changed, the calibration code was 18 and a low battery icon appeared on the display. The customer's meter and test strips were returned for investigation. Testing of the product is underway.